Manufacturer narrative:
Follow up determined, that this was just a parts order with no patient involvement. And no allegation of malfunction.

Event description:
It was reported to philips that the customer wanted to order a dfm100 measurement module. Additional information has been requested. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.